Event description:
The customer reported to olympus, the subject device became stuck while it was being removed from the patient's nose at the end of the procedure. The physician had inserted a probe and guidewire into the patient's nose while the patient was fully sedated. An x-ray was taken during the procedure and did not identify any abnormality of the device but suspected the patients' cavity behind the nose may be more curved than standard. The physician inserted a laryngoscope blade to see why the subject device was stuck inside the patient. The physician noted everything appeared normal and again suspected the issue was due to the patient's anatomy. The subject device came loose and was removed from the patient. The procedure was extended 5-10 minutes. The patient was not harmed and was sedated for the entire duration. The endoscope was found to be leaky when they put it in the endoscopic reprocessor and they suspected the laryngoscope blade used during retrieval might be the cause of that.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation. The investigation is in process. The olympus service center evaluated the subject device. The findings included the following: connecting tube and distal sheath leak, distal end lens glue chipped and white clouded, plastic distal end cover scratched, angulation with play and less than specified value, distal sheath cut, distal sheath glue worn, and connecting tube cut. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation and the results of the device history record (DHR) review. The DHR for this device was reviewed and all records indicated the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. A definitive root cause was not identified. Based on the available information, the legal manufacturer determined the probable cause of the event was likely due to patient's anatomy. The device had no irregularity when the user checked the device condition by inserting a laryngoscope blade. It was considered that the detected nonconformity was caused by the use of the laryngoscope blade during the procedure. The instructions for use (IFU) states the following: ¿important information ¿ please read before use: precautions for transnasal insertion for gif-xp190n: the shape and size of the nasal cavity and its suitability for transnasal insertion may vary from patient to patient. No endoscope, including the gif-xp190n, can always be inserted transnasally into all patients. Before proceeding, always be sure to confirm that transnasal insertion is possible with the patient by considering both the size of the patient¿s nasal cavity as well as the size of the endoscope¿s insertion section. Patient injury can result or the endoscope could become lodged and difficult to withdraw. Transnasal insertion is accompanied by the risk of inflammation of the nasal cavity. If this happens, the nasal passage will be constricted, making it more difficult to withdraw the endoscope. In this case, do not use force to withdraw the endoscope because patient injury, bleeding, and/or perforation may result. Before transnasal insertion, apply the appropriate pretreatment and lubrication to the patient to enlarge the nasal cavity. Otherwise, patient injury can result or the endoscope could become lodged and difficult to withdraw. When applying a pretreatment agent through a tube, insert the tube into the same path as the path planned for the endoscope¿s insertion. Otherwise, the treatment will have no effect. The effects of the pretreatment agent and lubricant will decrease the longer the procedure lasts. Apply the pretreatment agent or lubricant as required during the procedure ¿ for example, when withdrawal seems to be difficult. If it becomes impossible to withdraw the transnasally inserted endoscope, pull its distal end out of the mouth, cut the flexible tube using wire cutters, and after ensuring that the cut section will not injure the body cavity or nasal cavity of the patient, withdraw the endoscope carefully. Therefore, always prepare wire cutters in advance.¿ olympus will continue to monitor the field performance of the device.